Event description:
It was reported that the bd needle sftygld 25x5/8 rb needle pulled out of hub. The following information was provided by the initial reporter: material # 305901 batch # 5295926 verbatim: email ¿ complaint via email attached distribution is providing notification of the following product complaint, and we trust that you will take the appropriate corrective actions to resolve this issue. The information relevant to the complaint is as follows: supplier product number: 305901 supplier product description: needle hypo saf 25ga 5/8in quantity involved: (B)(4) ea lot# 5295926 sample available: n is investigation response requested: y. Date of event: 2/2/2026 after administering a subcutaneous injection, upon withdrawal of the needle from the subcutaneous tissue, the needle detached from the hub/cannula base and remained lodged in the patient's subcutaneous tissue. Approximately 1 cm of the needle protruded from the skin surface. The needle was immediately and safely removed manually without complications. Internal ref # (B)(4). Hb. Was patient or end-user injured: n when was incident noticed: during use was incident discovered during direct patient care: y was any medical treatment required: n did customer file a report with health authority: n.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.